Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4)h3: analysis of the device, model # 97745, s/n (B)(6), revealed damaged front case. Screw holes stripped causing case separation. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated that they were at a doctor's appointment yesterday and the manufacturer representative (rep) told them there was something wrong with the controller. Caller stated the rep gave them a new controller to use until they can get their unit replaced. Caller stated that a while back, maybe 2-3 months ago, they got an error message on the controller and couldn't get it to do anything, so they took the battery out and put it back in and didn't notice anything wrong until a little while later when the implant wasn't charging right. Caller said they noticed that the battery had separated and part of it was stuck in the controller, and the other part came out in their hand. Patient services specialist (pss) walked caller through removing the battery casing from the controller. Caller stated the rep said they need the controller replaced not just the battery pack. The issue was not resolved. Caller noted that their loaner controller wasn't powering on but realized they had confused the controllers and confirmed they could start recharging the implant.